Event description:
The reporter stated that during a surgical procedure, the dermatome was taking a thicker graft than intended. Integra has requested additional clinical information.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.